Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information reviewed, a cause for endocarditis and sepsis could not be determined. It appears the septic shock was due to sepsis. It appears the reported mitral regurgitation (mr) was a cascading effect of endocarditis. Also, it appears the fatigue was a cascading effect of mr. A cause for the death could not be determined. A cause for renal failure could not be determined. The reported patient effects of mr, endocarditis, fatigue, sepsis, shock, renal failure, and death are listed in the mitraclip instructions for use and are known possible complications associated with mitraclip procedures. The reported surgical intervention, medication required, and prolonged hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
UDI is unknown as the part/lot number was not provided. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature title : elevated mitral valve pressure gradient is predictive of long-term outcome after percutaneous edge-to edge mitral valve repair in patients with degenerative mitral regurgitation (mr), but not in functional mr. The additional two mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report sepsis, shock, recurrent mitral regurgitation, prolonged hospitalization, surgical intervention and death it was reported in a literature review that this was a procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted acute decompensated heart failure (adhf). Three clips were successfully implanted, reducing mr to 2. Then approximately 2 months later, the patient was re-admitted due to fatigability. Imaging showed signs of endocarditis and sepsis. Multiple mobile masses were observed attached to the atrial side of the mitral valve and clip, increasing mr to 4. The blood culture grew (B)(6). Antibiotics was initially administered and then the patient underwent mitral valve replacement. Although the surgery was successful, the patient experienced septic shock, acute renal failure, and prolonged intubation. Approximately 8 weeks post-surgery, the patient died. No other information provided.